Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed. Inspection of the fluid path found a tear in the exposed portion of the soft cannula, which resulted in fluid leaking from the pod. It could not be conclusively determined when or how this damage occurred or if it contributed to the reported event. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Cracks were observed in the top housing of the pod. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports the pod failed to adhere and had been leaking during wear. As treatment, the patient applied a new pod.